Event description:
It was reported that the patient underwent a pelvic floor repair procedure (B)(6) 2008. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient continues to experience frequent urinary tract infections, painful intercourse, dyspareunia, difficulty defecating, and the need for multiple procedures, tests, medications and medical intervention. (B)(4) dyspareunia, difficulty defecating.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02268. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pop and stress urinary incontinence. No additional information was provided.